Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-04853. It was reported a perforation and subsequent pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman ® access system and 27mm watchman ® laa closure device and delivery system were used. The closure device was deployed and partially recaptured twice. It was deployed for a third time which was slightly distal. A contrast injection was performed and showed a perforation occurred. The device was still in good position, so it was released. It was then noticed that a pericardial effusion occurred. A pericardial tap was performed and 300cc of blood was removed and transfused back into the patient. The patient was stable and recovered in the intensive care unit.